Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient developed an infection. During the extraction, proximal insulation degradation was observed, with the cabling exposed. The physician was unable to extract the whole lead and a portion remained in the coronary sinus/atrium.

Event description:
A male pt underwent an abdominal aortic aneurysm repair on (B)(6) 2010. The physician deployed the first two covered stents to form the diamond and did another run to check his position. The physician liked where he was so he decided he wanted to deploy the suprarenal stents to nail our left renal artery, due to a slight reverse funnel in the neck. The physician removed the thumb screw to the proximal trigger release wire and began to remove the trigger wire. The resident assistant was holding the sheath/valve very steady as the physician was removing the trigger wire. As the trigger wire was pulled out, the suprarenal stents began to slowly deploy, appearing to be sliding down and out of the top cap (the pin vice had not been loosened) as the pressure hit it. Immediately, the area rep asked the physician if the trigger wire was loose. The physician checked it and confirmed it was not loose. At this point the top cap deployed and the physician had to loosen the pin vice to advance the top cap to clear all of the stents. The physician then deployed down the contralateral limb and proceeded with the case. Due to this event, the graft landed about 2 cms low, but extended proximally with a main body extension. The final run looked great and the physician was happy with the final results. There are no films of the occurrence as the only pictures are the placement before releasing the trigger wire and then the following picture is of the contralateral limb open.